Event description:
It was reported that pump displayed malfunction alarm code 12 for second time, although no specific events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to reset pump, and malfunction did not recur after reset, so customer continued using pump with instruction to call back if malfunction appeared again and with plan to replace pump if issue happened another time.